Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the bd phaseal¿ injector luer lock n35j the injector was broken. The following information was provided by the initial reporter, translated from japanese to english: ¿this is a report about a broken injector. According to the customer's report, before mixing the anticancer agent during preparation, the injector was broken; the pharmacist did not put any extra load on the product. No anticancer agent is adhering to the actual sample returned for investigation.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-jun-2022 . H6: investigation summary one sample and several photos were provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syinge, there was no other visible damage or defect observed that could have contributed to the luer breaking. A device history review was performed for lot 2107015, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. Testing was reviewed for lot 2107015 and no issues related to the reported incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that before use the bd phaseal¿ injector luer lock n35j the injector was broken. The following information was provided by the initial reporter, translated from japanese to english: ¿this is a report about a broken injector. According to the customer's report, before mixing the anticancer agent during preparation, the injector was broken; the pharmacist did not put any extra load on the product. No anticancer agent is adhering to the actual sample returned for investigation.¿